Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Expiration date: 02/2020. Device manufacture date: 02/2015. (B)(4).

Event description:
It was reported that "cuff leakage" was noted on the endotracheal tube prior to use. The device was not used on a patient.

Manufacturer narrative:
(B)(4). The evaluation of the returned unused sample using magnification revealed that there was a pinhole on the balloon wall. When the balloon section was dipped into water and inflated with air; air bubbles were observed, indicating a leakage. After further review of the reported complaint and phenomenon, additional training was implemented for the operators during the inspection and leak testing of the device. The investigation has been completed and the nonconformance has been closed. However, product monitoring review will monitor for product trends if the reported phenomenon were to reoccur. This complaint will be also closed with no further actions. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted. (B)(4).

Manufacturer narrative:
A preliminary analysis of the returned sample found it did not perform to our requirement. An internal nonconformance was created and further investigation is underway. No further information was available at the time of the report. Should additional information become available, a follow-up report will be submitted. Reported to the FDA on december 03, 2015. (B)(4).

Manufacturer narrative:
Additional information: one unused i.d. 7.5 mm endotracheal tube was received in an open preprinted blister pack. Product was closely examined. Attempt to inflate the balloon completely with air was not possible as the balloon shrunk/deflated slowly during the inflation process. The balloon section was dipped into a beaker of water and inflation with air via the valve with luer tip syringe was repeated. Air bubbles were seen escaping away from one spot of the balloon wall indicating that there was a leak. The leak spot was reconfirmed when the inflation test was repeated using the color water. Close examination of the balloon under magnification revealed that there was a slit cut on the balloon measuring approximately 2 mm long. Reviewing the assembly batch record does not reveal any signs of defects detected during the leak test and inspection. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.